Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a cardiac resynchronization therapy defibrillator (crt-d) and a right atrial (ra) lead showed and episode with inappropriate shock and anti-tachycardia pacing (atp) therapy for what appears to be atrial fibrillation (af) with rapid ventricular response. The af was converted with the shock. Also a signal artifact monitoring alert with minute ventilation sensor switched off was observed. Additional review of the system was recommended. The crt-d and the ra lead remain in service. No additional adverse patient effects were reported.